Manufacturer narrative:
Ge healthcare (gehc) investigation has been completed and the root cause of the reported insufficient ventilation could not be determined. The gehc field engineer completed a review of the device and system logs and determined there was no malfunction of the gehc device. It is possible that a bad connection at the endotracheal tube, no longer present in later testing, led to the insufficient ventilation and decision to swap to a different device.

Event description:
The hospital reported a patient was connected to an aisys cs2 unit when it was alleged that there was a leak in the breathing system resulting in an unknown serious injury. No other information has been provided to date. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare as investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.